Manufacturer narrative:
Post market quality assurance confirmed the allegations of no power. The power brick returned was observed to have deformed from heat.

Event description:
Boston scientific received information that the patient reported the communicator would not power on. After troubleshooting with latitude patient services it was advised that the patient return the communicator and power brick for analysis. No adverse patient effects reported. A replacement communicator was sent to the patient.